Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy in 1999 and multiparous, alcohol use, migraine, insomnia, constipation, bronchitis, back pain, asthma, endometrial ablation, breast operation, cholecystectomy, menorrhagia, vertigo, gerd, bronchitis, aneurysm cerebral and anemia. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with non-drug therapy (operative laparoscopy, salpingectomylaparoscopic removal of essure device, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: endometrial cavity, curettage: fragments of secretory endometrium, day 24 to 26, some with underlying myometrium; an endometrial polyp cannot be entirely excluded. Bilateral fallopian tubes, bilateral salpingectomy, with : bilateral fallopian tubes with para tubal cysts and luminal structures consistent with an essure device. Detached para tubal cysts (2). Detached segments of wire. Gross description: fallopian tube : 1 detached, fimbriated end length: 7.1 cm, width: a 0.5 cm at isthmic end and 1.3 cm at fimbriated end serosa: pink-violet, smooth, with a 0.5 cm para tubal cyst (inked black) lumen: pinpoint, unremarkable the lumen contains a 20.1 cm in length x less than 0.1 cm in diameter, metallic wire. Fallopian tube 2: two pieces size: 6.8 cm in length x 0.5 in diameter fallopian tube; fimbriated end measures 1.2 x 0.9 x 0.4 cm, with an attached, 0.4 cm para tubal cyst. Serosa: tan and smooth. Lumen: pinpoint, unremarkable the lumen contains a 14 cm in length x less than 0.1 cm in diameter, metallic wire. Also received four metallic wire, two detached para tubal cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy in 1999 and multiparous, alcohol use, migraine, insomnia, constipation, bronchitis, back pain, asthma, endometrial ablation, breast operation, cholecystectomy, menorrhagia, vertigo, gerd, bronchitis, aneurysm cerebral and anemia. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with non-drug therapy (operative laparoscopy, salpingectomylaparoscopic removal of essure device, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: endometrial cavity, curettage: fragments of secretory endometrium, day 24 to 26, some with underlying myometrium; an endometrial polyp cannot be entirely excluded. Bilateral fallopian tubes, bilateral salpingectomy, with : bilateral fallopian tubes with para tubal cysts and luminal structures consistent with an essure device. Detached para tubal cysts (2). Detached segments of wire. Gross description: fallopian tube : 1 detached, fimbriated end. Length: 7.1 cm, width: a 0.5 cm at isthmic end and 1.3 cm at fimbriated end serosa: pink-violet, smooth, with a 0.5 cm para tubal cyst (inked black) lumen: pinpoint, unremarkable. The lumen contains a 20.1 cm in length x less than 0.1 cm in diameter, metallic wire. Fallopian tube 2: two pieces size: 6.8 cm in length x 0.5 in diameter fallopian tube; fimbriated end measures 1.2 x 0.9 x 0.4 cm, with an attached, 0.4 cm para tubal cyst. Serosa: tan and smooth. Lumen: pinpoint, unremarkable. The lumen contains a 14 cm in length x less than 0.1 cm in diameter, metallic wire. Also received four metallic wire, two detached para tubal cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.